Manufacturer narrative:
One device sample was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The investigation isolated the failure to the steering relay board. The steering relay board was replaced to address the condition. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit had coagulation issue. When the user pressed the coag button on the switch pencil, the cut would randomly activate. There was no patient involvement.